Event description:
It was reported that this lead was explanted due to noisy signals. No root cause was determined so it was decided to replace the lead. A new right ventricular (rv) lead was successfully implanted. It is unknown if the device will be returned. No additional adverse patient effects were reported.